Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as pt retained explants. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "prophylactic revision of femoral head."